Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual analysis identified a glass cap detachment as it was not return for analysis. Since the tip was not available for analysis, the level of devitrification and detritus could not be confirmed. The fiber was tested with hene laser fixture and there were no signs of breakage along the length of the fiber; also, the connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With the available information boston scientific concluded that the reported clinical observation was confirmed as analysis identified the glass cap detachment. It is likely that the device experienced heavy tissue contact and a decrease in saline flow, which are advised against in the instructions for use (IFU), and cause elevated temperatures that may lead to cap/tip detachments. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a procedure with this fiber, the tip detached earlier in the case once the fiber was already inside the patient. Additionally, it was noted that the beam was travelling stratight ahead. The device was replaced and the procedure was completed without reported complications.

Event description:
It was reported that during a procedure with this fiber, the tip detached earlier in the case once the fiber was already inside the patient. Additionally, it was noted that the beam was traveling straight ahead. The device was replaced and the procedure was completed without reported complications.